Event description:
The technician alleged the cardio pulmonary resuscitation handles were broken, disabling the cardio pulmonary resuscitation feature. No pt impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation handles to resolve the issue.